Manufacturer narrative:
The investigation into the reported low pump flow has been completed since the original report was filed. Returned complaint cp pump (B)(6) visually inspected. No cannula kink observed. No broken blades found. No biomaterial observed in inlet/ outlet flow cages or around impeller. Dried dextrose around the purge gap dissolved. Pump run for 10 minutes in investigation lab on p-9. No low pump flow reproduced. Pump flow was 4l/m on p-9 which indicated saturated pump flow. The cause of the low pump flow issue most likely was biomaterial (clot) ingestion base on the clinical data they noted clot at inlet cage that may washed of before return for investigation. Data logs reviewed: no motor current spikes observed. Suction alarms occurred. Low pump flow dropped below 2l/m at p-4. Patient had calcified/stenotic valve condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that 79-year-old female patient experienced continuous suction on impella cp despite adequate preload and right ventricle position. Suction was unable to be resolved so a decision was made to exchange for new impella cp. Upon removal clot noted at base of inlet. There was no reported patient harm.